Event description:
According to the reporter, during a laparoscopic procedure. It was not possible to open the jaws of the reload once it was installed on the handle. The jaws of the device did not lock onto the tissue. The stapler was not able to fire. The surgeon was notable to press the green button or squeeze the handle. To complete the case, the reload was changed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The jaws of the loading unit were clamped and the knife bar assembly was advanced. This indicated that the jaws did not open when the instrument return knobs were retracted. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. 1. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. 2. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. 3. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the single used loading unit(sulu) engages in the instrument to facilitate clamping and unclamping. Section 2 in the instructions for use(IFU), which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.